Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Analysis found that the device was received in backup operation and the product code was corrupted. When progammed to nomimal settings, analysis found the pulse generator exhibited battery depletion and did not meet the expected longevity. No field settings were provided.

Event description:
This report is to advise of an event observed during analysis.